Event description:
The customer stated that he was hospitalized twice due to diabetic ketoacidosis. The reported blood glucose reading was 441 mg/dl. The customer stated that the battery in the insulin pump was depleted and he could not remove the battery cap to replace it. Troubleshooting could not be performed because the battery cap could not be removed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.